Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a call on (B)(6) years old male patient, the autopulse platform (sn (B)(4)) did not adjust the lifeband and displayed fault code 16 (timeout moving to take-up position). No consequences or impact to patient.

Manufacturer narrative:
The reported complaints of the autopulse platform (sn (B)(6) displayed fault code 16 (timeout moving to take-up position) was confirmed during the initial functional testing and archive data review. The investigation findings revealed that the root cause of fault code 16 was due to the seized brake gap likely due to the user error. Based on the archive review, the platform has not been powered on for almost two months and the routine shift check of the platform was not performed daily in which may cause the brake gap to be seized. Upon the visual inspection, the autopulse platform top cover and front enclosure were found to be cracked, unrelated to the reported complaint. The root cause for the observed physical damages was likely attributed to mishandling. The top cover and front enclosure need to be replaced to address the damage. Unable to perform functional testing due to fault code 16 displayed upon powering up the platform. The brake gap was unseized to remedy the fault code 16. Also, during further testing, the brake gap could not be adjusted and continued to open out of specification, unrelated to the reported complaint. The drivetrain motor needs to be replaced to remedy the issue. The cause of the reported issue was due to the defective drivetrain motor, likely due to a defective component. A review of the autopulse's archive data was performed and it showed multiple fault code 16 occurred on the reported event date, thus confirming the reported complaint. In addition, unrelated to the reported complaint, the archive shows a presence of fault code 42 (force overload tripped). The fault was cleared by the user and could not be duplicated during the functional testing. Fault code 42 is a clearable error message. The fault code 42 alerts the operator that the motor was on for too long during active operation. The platform detected too much force applied on the load plate. This might be caused due to the stiffness of the patient's chest as the device is trying to achieve the 20% compression and cannot do it in a specific time frame. Press restart to clear the fault. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(6).